Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #4 r-cem; cat# 5510-f-402; lot# sl3xm. Triathlon prim tib baseplate ¿ cemented cat# 5520-b-600; lot# zsdx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was not provided due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Right knee revision due to pain. Primary done in 2002 and in 2013 the surgeon revised to thicker spacer. (B)(6) 2015 listed components revised due to pain.

Manufacturer narrative:
An event regarding revision for pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation: could not be performed as the subject device was not returned. -medical records received and evaluation: no patient medical records were available for review. -device history review: indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there were no other similar reported events for this lot. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right knee revision due to pain. Primary done in 2002 and in 2013 the surgeon revised to thicker spacer. On 08/31/2015 listed components revised due to pain.